Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added age unit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 510.00 centimeters. Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine procedure on (B)(6) 2018, a long holding sleeve for matrix thread broke while inserting in a titanium matrix screw. Fragments were generated from the broken device and were removed without difficulty. A backup device was available and used to complete the procedure. The procedure was completed successfully with no reported surgical delay. Patient status is stable. Concomitant medical products: 6.0mm titanium (ti) matrix screw 50mm thread length (part: 04.639.650, lot: unknown, quantity: 1). This report is for a holding sleeve-long for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.632.036. Synthes lot number: h109284. Supplier lot number: h109284. Release to warehouse date: 26-oct-2016. Manufacturing site: monument. Supplier: avalign technologies - nemcomed. No ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: broke: device condition: visual inspection performed at customer quality (cq) observed that the distal threaded portion of the holding sleeve that mates with the screw as broken. Few broken threads were observed to remain lodged in the screw that was also returned at customer quality. No new issues were identified with the remaining portions of the returned device and also the returned screw. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and inner sleeve drawing were reviewed and no design issues were identified. Dimensional inspection performed at the broken threaded portion measured the diameter as 6.49 mm that falls within the specification of 6.41 mm to 6.5 mm. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, including its material and its properties which would contribute to this complaint condition. Conclusion: a definitive root cause for the device condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have led to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.